Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, user was advsied to re-link their sensor. After completion of sensor re-link, the last calibration entered by the user had better agreement with the sensor glucose values. As per dms, the user is using the system with up to date information.

Event description:
On 22 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
B4. Date of this report 20 oct 2025. G3. Date received by the manufacturer? 20 oct 2025. H6. Investigation findings updated to 114.